Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . The device was not returned to olympus for inspection. Therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device showed that the image had no signal. The issue occurred during set up for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.